Event description:
New information received notes that the patient presented for device upgrade, the right ventricular (rv) lead was found to be dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented in clinic with recently implanted device, several episodes of torsade with normal device functioning were noted. Further interrogation revealed slightly increased threshold on right ventricular lead. But the value was within acceptable limit. Programming changes were made. The patient was stable and scheduled for follow up. Couple of days later, patient was presented at another clinic due to ongoing covid19 issues affecting scheduling/travel. High threshold was noted on the right ventricular (rv) lead. Programming changes were made. Lead revision or device upgrade was discussed. The patient was stable.